Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker was experiencing pain and felt a sensation radiating from the right clavicle up to the right neck area. Hence, a pocket revision was performed to move the pacemaker away from the clavicle. The pacemaker remains in service. No additional adverse patient effects were reported.